Event description:
It was reported the ptm2 was not uploading information. It was noted the healthcare provider (hcp) just refilled the pump and could not get the date to update appropriately on the personal therapy manager (ptm). The ptm was decoupled and recoupled and the correct refill date was confirmed. It was noted there was no therapy event and it was reported the hcp needed the information to correct the ptm date only. The drug being delivered by the pump was unknown. It was further reported that the patient ¿was/is fine¿ and had no additional information to provide.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).